Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the system power manager (spm) and 2 medical grade power supply (mgps). The system was tested and verified as ready for use. Isi did the spm involved with this complaint to perform failure analysis. The spm was analyzed and the reported failure was confirmed but not replicated. In logs, the issue error 817 was found indicating the fault, confirming the fault occurred in the field. Visual inspection, no issues were found related to the reported issue. The spm was installed into the golden system where no error 817 was triggered, unable to indicate the fault and replicate the reported event. Golden system was disconnected from the ac power cord to test if the smp would recharge. The component functioned as expected when ac power was reconnected. The system sat idle for 20 mins and functioned as expected. Once testing was completed, the system error logs was inspected but no errors or noise could be identified. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported issue. Isi did the mgps 1 involved with this complaint to perform failure analysis. The mgps 1 was analyzed and the reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. The power supply was returned for failure analysis and the reported error 417 complaint could not be replicated. However, when reviewing on artemis, there was a 417 error code onsite which means: one of the redundant power supplies is failing. Upon visual inspection, no issues were found that would be related to the reported event. The power supply was installed and tested on the pca test system. The system started without any errors. Then 10 power cycles were performed and the system works normally without any issues. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue. Isi did not receive mgps 2 involved with this complaint to perform failure analysis. The probable root is attributed to electrical defect of the spm and the mgps 1.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report surgeon heard 'electric popping in his ear' and patient cart running on battery message populated. Caller stated surgeon was able to complete case and they have removed the system from use until an fse inspects system. Error 417 on mgps1 and mgps2 as well as 817 were observed in logs. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medical grade power supply (mgps) 2 involved with this complaint to perform failure analysis. The mgps 2 was analyzed and the reported failure could not be replicated. The error was confirmed via system and error logs. In logs, error 417 was found, indicating that a failure had occurred in the field. Upon visual inspection, no issues were found that would related to the reported complaint. The unit was installed into a golden system, and upon powering on, no related issues or errors were observed. The power supply fans were spinning as expected. The system underwent power cycles, and no related errors were detected. The unit was found be functional. Based on these findings, the fa team was unable to determine the root cause. The probable root is attributed to electrical defect of the mgps 2.